Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system said no video detected. It also looked like one of the tools would not connect so the system displayed an error and they had to turn the system off. There was no patient involvement. Troubleshooting was performed, the nurse touched the 5th button on the monitor with no change. A hard restart was performed and the system was unplugged for 60 seconds with no change. The cd/dvd drive opened so the computer was connected and on.

Manufacturer narrative:
H3) no parts have been received by the manufacturer for evaluation. Codes: b17, c20, d15 h6) multiple annex a codes were submitted. Annex a code, a1102, applies to rfr code nav4123 while annex a code, a0902, applies to rfr code nav3166. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735795, serial/lot #: unknown h2) please see the additional codes section for further additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.